Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range pacing impedance measurement of greater than 2,000 ohms. The patient received inappropriate shock due to noise on rv rate/sense channel. Boston scientific technical services (ts) reviewed device and leads and discussed lead revision options, including placing new rate/sense lead only and retaining the shock portion of the lead and replacing the entire lead. Additional information received that shock impedance was stable and thresholds were elevated. The rv lead was surgically abandoned but the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.